Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Family member of customer reported via phone call that customer had experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that auto mode feature was active at the time of incident. The sensor had change sensor alert. The insulin pump will not be returned for analysis.